Event description:
It was reported that back in (B)(6) 2020, the physician noted an automatic lead safety switch (lss) to unipolar sensing had occurred as a result of high, out-of-range pacing impedance measurements from the right ventricular (rv) lead. In (B)(6) 2021, rv lead noise in the unipolar mode was observed. The physician elected to reprogram the device to resolve the event and the patient will continue with normal follow-ups. At this time, the system remains implanted and no adverse patient effects were reported.